Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial (B)(4), product type: recharger. The main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot (B)(4): (B)(4) applies to implantable neurostimulator (ins) and (B)(4) apply to pli desktop charger. Occupational: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported the connector pin was broken off on (B)(6) 2018. Additional information on july-24-2018 from patient was received. Patient stated the therapy had stopped due to power on reset (por). It was reviewed what patient did at the time por was seen, patient received a replacement charger and used it today, ins recharger showed por, the message then went away and was not showing on insr. It was noted insr now showed the charging screen with 2 coupling bars, ins was off. Patient services (pss) reviewed what por meant. Patient said her ins went off, died on her the night before. Pss reviewed the reason of por might be low ins battery, they reviewed the steps to clear por with the patient programmer (pp), and por was not clearing successful, pp showed to charge ins. Pss reviewed the patient need to charge her ins first to at least 25%, she then could clear it with her pp and turned ins on, they reviewed how to clear por with pp and told patient to call back if she still needed help after charging ins. It was noted ins went off, died on her and patient saw por on insr. This would considered as a sudden or gradual change in therapy/symptoms. No further complication and events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) product type recharger: analysis of the recharger (serial#(B)(4) ) found that the connector pin was broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial (B)(4), product type: recharger. The main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot (B)(4): (B)(4) applies to implantable neurostimulator (ins) and (B)(4) apply to pli desktop charger. Occupational: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported the connector pin was broken off on (B)(6) 2018. Additional information on july-24-2018 from patient was received. Patient stated the therapy had stopped due to power on reset (por). It was reviewed what patient did at the time por was seen, patient received a replacement charger and used it today, ins recharger showed por, the message then went away and was not showing on insr. It was noted insr now showed the charging screen with 2 coupling bars, ins was off. Patient services (pss) reviewed what por meant. Patient said her ins went off, died on her the night before. Pss reviewed the reason of por might be low ins battery, they reviewed the steps to clear por with the patient programmer (pp), and por was not clearing successful, pp showed to charge ins. Pss reviewed the patient need to charge her ins first to at least 25%, she then could clear it with her pp and turned ins on, they reviewed how to clear por with pp and told patient to call back if she still needed help after charging ins. It was noted ins went off, died on her and patient saw por on insr. This would considered as a sudden or gradual change in therapy/symptoms. No further complication and events were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) product type recharger: analysis of the recharger (serial#(B)(4) ) found that the connector pin was broken. If information is provided in the future, a supplemental report will be issued.